Manufacturer narrative:
Insulin pump was received in with a detached end cap, cracked reservoir tube lip, scratched lcd window and cracked battery tube threds. Unable to perform the prime test due to the detached end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer called to report a loose motor support cap. The customer was also receiving an alarm from the device. The customer's blood glucose level is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.